Manufacturer narrative:
Pump error 63 confirmed in pump trace download (variable 3) due to a broken trace at u1 keypad assembly.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The insulin pump will be returned for analysis.